Event description:
Caller reported a malfunction on the pump after it was submerged due to a fall while hiking. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support resolved the issue by sending a replacement pump with updated software and advised the caller on using an mdi as a backup therapy. Instructions for returning the malfunctioning pump were provided and acknowledged by the caller.